Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient made a mistake and did not wear a mask during peritoneal dialysis (pd) therapy, while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. Treatment was not reported. On an unreported date, the following month, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.